Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board and active exhalation control module was replaced to address the issue.